Event description:
In 2005, the pt underwent cataract surgery with implantation of the crystalens in the left eye. During surgery, the rhexis creation was noted as irregular. Two weeks later, the iol vaulted anteriorly due to post capsular adhesion. Multiple surgical interventions were performed in an attempt to reposition the lens, specifically: lens repositioned (6 days later); lens replaced (15 days later); yag laser capsulotomy (54 days later). The pt's preoperative bcva was 20/40 (os) and the most recent postoperative bcva on 3 days before, improved to 20/30 (os). Creation of an irregular rhexis is known to contribute to capsular contraction and subsequent vaulting.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens was not returned to eyeonics and is therefore not available for eval.